Event description:
It was reported that during a total benign hysterectomy procedure, the cable on the fenestrated bipolar forceps broke. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument pitch cable was frayed at the proximal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. Failure analysis investigation also found the instrument main tube had deep scratches and gouges. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. Deep scratches and gouges may be due to mishandling/misuse. The endowrist instrument instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.